Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: fb-15v is available in the USA with a 510k number: k951199. We checked the returned unit and confirmed that the image guide fiber bundle (cfb) broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the image guide fiber bundle (cfb) fluid damage, the u/d knob broken, the insertion flexible tube (ift) perforated, and the bending rubber dirty; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (broken).